Manufacturer narrative:
Device not returned. Requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. Investigation is ongoing. The device has not been returned for evaluation. The device history record (DHR) review is in process.

Event description:
It was reported that a 6900ptfx, 31mm, (B)(4) was implanted, then removed and a 29mm device was implanted instead. The explanted device is available for return. No additional information is available at this time.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.